Event description:
Reporter called on behalf of her husband and says he has received the er1 message on occasion. Reporter stated that after the er1 message her husband will clean the meter and retest. Reporter did not use the color comparison chart.